Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing and labeling of the attachment device were damaged. It was determined that the housing was heavily worn and the label was no longer readable. It was further determined that the device failed pretest for visual assessment and max temperature of attachment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the ¿device could not hold the attachment¿. A spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.